Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds would rise and loss of capture would happen. It was reported that thresholds would then lower back to what they were at time of implant. It was further reported that the implantable pulse generator (ipg) exhibited issues. The rv lead remains in use and a new right ventricular (rv) lead was subsequently placed as backup. The ipg was explanted and replaced. A sternotomy was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.